Event description:
Consumer alleges a burnt hole in the heating pad. No injuries were reported with his incident.

Manufacturer narrative:
A prepaid label was sent to the consumer for return of the product. Consumer has not returned the product.